Manufacturer narrative:
Follow-up #1 date of submission 01/23/2015-product analysis:the device was returned and evaluated by product analysis on 01/09/2014 with the following findings:review of the pump¿s black box revealed related alarms. During the load step of the prime sequence, the pump failed to detect the cartridge and stop piston advancement. The force sensor calibration was found to be out of specification. Evaluation of the force sensor revealed contamination. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Battery compartment crack was discovered.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.